Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2023. During the procedure, the bands were knotted and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2023. During the procedure, the bands were knotted and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (including the handle and the ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had six bands attached and some of them were moved and overlapped. Additionally, a band was broken. The returned irrigation tube was in good condition. The suture thread was broken (possibly at the time of removing the device). The handle slot had marks of insertion of the trip wire. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was damaged by suture tension. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved and overlapped, and a band was broken. These suggest that the device could not deploy. These conditions could have been generated due to an excess of tension applied when trying to make the deployment of the bands. This situation could have moved the bands from their position as if twisting them, which clearly indicated the inability of the device to deploy. It is possible that the functionality of the device was affected in some way; perhaps an excess of force, manipulation, or technique used, or the patient's anatomical conditions could have contributed to the reported event. The most probable root cause of this complaint is adverse event related to procedure.